Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2016 a 4.0 x 28 mm xience alpine stent was implanted in the right coronary artery (rca) and in (B)(6) 2016, 3 alpine stents (3.0 x 15 mm, 4.0 x 23 mm, 3.5 x 08) were implanted in the left anterior descending (lad) coronary artery. On (B)(6) 2017 the patient presented with chest pain and restenosis was found in one of the previously implanted stents. Medical intervention was performed to treat the in-stent restenosis. No additional information provided.